Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device went off, and patient felt an incident happen. Boston scientific technical services (ts) referred patient to health care professional (hcp). This device remains in service. No adverse patient effects were reported.